Manufacturer narrative:
The product was discarded; therefore, no product failure analysis can be conducted, and device malfunction cannot be confirmed.  A manufacturing record evaluation was performed for the finished device 30136235l number, and no internal actions was found during the review. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, the left and right ventricles were first mapped with a pentaray nav high-density mapping eco catheter. Next, the physician returned to the left ventricle with the thermocool® smart touch® sf uni-directional navigation catheter to continue mapping the area of interest. An area with low voltage began to be drawn at the apex of the left ventricle, and the anatomy looked distorted from the initial map that was made with the pentaray nav high-density mapping eco catheter. The contact force values occasionally touched the 40 g during the mapping. The physician said that he was in an area that he had not reached before. After 15 minutes, the patient¿s blood pressure dropped, and cardiac tamponade was confirmed. Emergency pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. Once the patient was stabilized, he was transferred to the operating room (or) and had open-heart surgery to repair a small perforation in the apex of the left ventricle. The surgery was successfully completed, and the bleeding stopped. Extended hospitalization was required as a result of the adverse event. Physician¿s opinion regarding the cause of the adverse event is unknown. Transseptal puncture was performed with a brk transseptal needle from abbott. No ablation was performed during the case. The flow was set at 2 ml/min for mapping. The thermocool® smart touch® sf uni-directional navigation catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit (piu). The carto 3 system did not indicate to re-zero the catheter. The thermocool® smart touch® sf uni-directional navigation catheter was the only catheter that was in the left ventricle when the patient¿s blood pressure decreased. The issue of force issue was assessed as a not reportable event. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.